Event description:
Pt with glioblastoma multiforme status post right frontal craniotomy in 2003, brachytherapy via gliasite in 2003 and external beam radiation in 2003. Subject began experiencing urinary incontinence and gait instability in 2004 per family. Family member brought subject to ER in 2004 after several days of increasing lethargy. Head CT revealed hydrocephalus. The subject had a vp shunt placed in 2004. The relationship of hydrocephalus to the gliasite device is possible.